Event description:
(B)(4). Initial report received on may-15-2009 from a consumer for herself. A (B)(6) female patient with an unknown medical history, experienced burning sensation at injection site and painful nodules around lips after receiving injection of poly-l-lactic acid (sculptra) around lips. She had received one injection of poly-l-lactic acid (sculptra) in (B)(6) 2006 around lips with no mention of exact doses, indication and batch number. No concomitant medications were mentioned. A few minutes later, she experienced painful nodules around lips with burning. At the time of the report, the nodules were still present. No further information was provided. Further information had been requested.

Manufacturer narrative:
(B)(4). Additional information received on may-25-2009: (B)(4). No further information was provided. Follow-up information received on jul-10-2009 in the written form. The patient confirmed that injections of poly-l-lactic acid (sculptra) around lips were done in (B)(6) 2006. At the reporting time, the patient's nodules are not yet resolved. No further information was provided.